Manufacturer narrative:
Corrected information: model (inadvertently populated). Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The two hours and fifteen minutes 8500 ml simulated treatment was performed and completely without failures. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification, go/no go gauge check, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on their cycler at some point during their pd treatment. The patient reported receiving scale reading error and air detected in cassette alarm during fill 2 of 4 of treatment. The treatment was cancelled with the assistance of technical support. The patient also received the supply bag lines are blocked message and patient line is blocked soft alarm. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The patient did not reset the treatment or perform manual drains in the absence of the cycler. A new cycler was issued to the patient. The old cycler is available for return. Additional information has been requested.